Manufacturer narrative:
Initial reporter foreign postal code: (B)(4). Visual assessment showed the suture is free from the inserter and anchor. Suture is blood stained indicating it was implanted in the patient. No damage was observed to the suture. Examination of the inserter showed no damage. The sliding ring was tested and found to function as intended. Anchor was not returned for examination. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that when implanted, torque changes caused the damage of the stitches. There were no reported patient injuries. No other complications were noted.